Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer was hospitalized for a low blood glucose episode. Ems was called to the scene of the low. The customer's father administered a glucagon shot and the customer was transported to the hospital for observation. The customer was called for further information and he declined troubleshooting. No products were returned or replaced.